Event description:
There was no patient involvement. It was reported that intra-aortic balloon pump (iabp) has very frequent helium loss 2 alarms during in-servicing on the simulator.

Manufacturer narrative:
Qn# (B)(4). The product was not returned for investigation. The reported complaint of helium loss 2 alarm was confirmed by the field service agent. No part was returned to teleflex chelmsford for investigation. The pcs assembly was replaced and then the pump passed functional checkout. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risk. This will be monitored for any developing trends.

Manufacturer narrative:
(B)(4).

Event description:
There was no patient involvement. It was reported that intra-aortic balloon pump (iabp) has very frequent helium loss 2 alarms during in-servicing on the simulator.